Event description:
Neulasta device malfunctioned with red light and alarming while patient was leaving the facility. He was able to come back into the center for a second placement without any complication.